Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision; asr xl - right; reason(s) for revision: pain. Update received april 23rd, 2013. Initial surgery date amended. Update received: 30th may 2014 - marked as legal, cross referenced and added kennedys reference number. Bi-lateral patient - please see (B)(4)/(B)(4) for left side revision. On 11 nov 2015 - update - amended correct revision date, added reason for revision, added scf - kf (B)(6) 2015. Update - added all expiry dates. 17th dec 15. Update ad 21 jun 2018: (B)(4) has been re-opened under (B)(4) due to receipt of claimsuite alerts. Updated the manufacture date of the stem product and added the associated contact. Doi: (B)(6) 2007; dor: (B)(6) 2015 (right hip). Patient is bilateral, see (B)(4), left hip.